Event description:
I have a fisher and paykel icon+ CPAP and it quit working. I see there was a recall in 2013 for this same issue (machine suddenly failing) and this is now the 2nd machine that has failed from this company. I do not think their quality is very good and have seen a lot of their reports online that people are experiencing the same issues with this model (outside the 2 lots previously recalled). FDA safety report ID# (B)(4).